Event description:
It was reported that a open reduction was performed due to dislocation.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. The clinical/medical investigation concluded that insufficient clinically relevant documentation was provided therefore a thorough medical investigation could not be performed. The patient impact beyond the reported invasive reduction procedure cannot be determined. Should additional information and/or clinical documentation be provided, the medical task may be re-evaluated. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.